Event description:
It was reported that a dressing change was done and a new canister was placed on the renasys go machine. The machine showed alarm therapy stopped - over vacuumed. Then, the dressing was checked and it was ok. When new canister was used, the problem was immediately resolved. No harm on patient reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.